Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Broviac catheter placed on (B)(6) 2011. On cxr (B)(6) 2011, it appeared that broviac catheter was not in place and was possibly located in the heart. Repeat cxr/kub confirmed that a portion of the catheter broke off and was located in the heart. Transferred to (B)(6) hospital. Pt stable upon transfer. (B)(6) hospital doctors believe that portion of catheter in heart may be able to be retrieved through femoral artery. No portions of catheter retained at reporting facility because all catheter portions had not separated from pt's body.